Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath, product type catheter. Device code (B)(4) verbatim: tip had dissolved on the catheter. It was noted that there was an ¿issue with the condition when it was taken out, and the tip wasn't even on it¿.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine, ¿dilaudid, and hydromorphone¿ at unknown doses and concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s previous catheter was replaced because when she was breathing, it was coming in and out of her spinal canal. The patient was told that the tip had dissolved on the catheter. It was noted that there was an ¿issue with the condition when it was taken out, and the tip wasn't even on it¿. It was later noted that the patient believed her catheter was removed but was unsure. There was no out of box failure reported and no medical or therapy problem associated with small parts reported. It was noted that the intrathecal bupivacaine, ¿dilaudid, and hydromorphone¿ made the patient ill because she did not respond well to synthetic drugs. The issue was resolved by the healthcare provider (hcp) switching her back to morphine. There were no further complications reported.